Manufacturer narrative:
The information provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6265-5112, lot # 31095402, description: citation tmzf ha stem #2 right. Cat # 6570-0-136, lot # 32148401, description: delta v-40 ceramic head 36/0. Cat # 500-11-52e, lot # 31368501, description: trident hemispherical solid back shell. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that a case enrolled in the trident tritanium acetabular shell revision study (B)(4) had previous implants manufactured by stryker. The previous implants were noted as revised due to infection.